Manufacturer narrative:
A product deficiency was not reported or identified. Technical service was unable provided the safety data sheet and advised the consumer to contact their health provider if any medical advice is needed. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported getting reagent solution inside her mouth with the binax now covid-19 antigen self test. The consumer was advised to flush his/her mouth with copious amounts of water. No additional patient information, including treatment and outcome, was provided.